Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted laparoscopic hepatectomy surgical procedure that 8mm fenestrated bipolar forceps (fbf) instrument had a broken conductor wire. The procedure was being completed with a backup instrument, with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed, and the complaint was not confirmed by failure analysis. Failure analysis investigations could not replicate nor confirm the customer reported complaint. Visual inspection was performed and found no damage to the conductor wire. The instrument also passed the electrical continuity test. Additionally, the instrument was found to have a broken grip cable at the distal end. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no abnormality before the procedure. The wire suddenly broke during intraperitoneal manipulation. The grey cable was broken. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.